Manufacturer narrative:
(B)(4).   Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. Vascular access was obtained utilizing ipsilateral approach via the femoral artery. Following below the knee angiography, a 300cm straight tip v-14¿ controlwire® was advanced together with a non- bsc support catheter to cross the lesion. However, upon crossing, the physician pushed the guide wire trying to get through the lesion for approximately 5 minutes. When the device was removed in order to inject contrast, it was noted that the tip was separated from the shaft which remained inside the patient's body. The physician tried to cross the posterior and peroneal arteries without success. The procedure ended having only diagnostic angiography. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Unit returned with its original box. The unit returned has tip damage , as part of overall visual revision. The device has the distal tip damaged (peeled) approximately at 298.3 cm from the proximal section. Also, the body of the wire presents a kink approximately at 155 cm from the proximal end. The overall length, outer diameter (od) of middle of the device and od of proximal section were within specification; however, the od of distal tip could not be performed due to device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. Vascular access was obtained utilizing ipsilateral approach via the femoral artery. Following below the knee angiography, a 300 cm straight tip v-14¿ controlwire® was advanced together with a non- bsc support catheter to cross the lesion. However, upon crossing, the physician pushed the guide wire trying to get through the lesion for approximately 5 minutes. When the device was removed in order to inject contrast, it was noted that the tip was separated from the shaft which remained inside the patient's body. The physician tried to cross the posterior and peroneal arteries without success. The procedure ended having only diagnostic angiography. No patient complications were reported and the patient's status was stable.